Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device unexpectedly rebooted when the customer pushed the o2 suction button. Thus, they replaced the device. The customer wants to know the root cause of the reported symptom. No patient injury reported.

Manufacturer narrative:
The device log was downloaded and analyzed. It could be confirmed that the ventilator had performed a warmstart. This warmstart was triggered by the internal hardware watchdog, which had observed a temporary data deviation of the micro processing system. The deviation could be attributed to the central pcb, the so called ¿therapy control unit¿. This pcb was replaced and sent to the manufacturer for hardware analysis. The pcb was tested in the laboratory and passed all functional tests without deviation. Finally the root cause for the temporary data deviation could not be identified. The ventilator reacted as specified on a detected temporary deviation and performed a warmstart with accompanying alarms. During a warmstart the breathing system is automatically opened to atmosphere in order to allow breathing efforts of the patient. This is accompanied by alarm. Warmstarts of the ventilation unit which have been triggered by the internal hardware watchdog have been reported seldom only. As the pcb ¿therapy control unit¿ was already replaced, no further measures are required.

Event description:
Please see initial-report.